Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use for cardiopulmonary bypass, the air bubble sensor did not reset after it had alarmed. There were no adverse consequences to the patient as a result of this event.